Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. There was no allegation of malfunction against the system. No additional adverse patient effects were reported. The device and leads will not return for analysis as the clinic had sent the products to a microbiological analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. There was no allegation of malfunction against the system. No additional adverse patient effects were reported.